Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported that a patient presented with whitish lesions superiorly in both eyes five days post uneventful photorefractive keratectomy. The bandage contact lens was removed and a topical antibiotic drop was placed in both eyes. The patient was instructed to use a topical antibiotic and a topical steroid eye drop in both eyes until next follow up visit. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the whitish lesions are sterile infiltrates.